Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. Implant date has been updated to file according to information received via short form. No additional information will be forthcoming.

Manufacturer narrative:
Corrected data: initial reporter name and address. Occupation: other, paralegal. After further review of additional information received, the following sections have been updated accordingly: a1, a2, b4, g4, g7, h1 and h2. Event: additional information received per the patient profile form (ppf) states that the patient continues to experience pain and anxiety. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g4, g7, h1 and h2. Event: it was reported that a patient underwent placement of an unknown cordis vena cava filter for blood clotting issues. The information provided indicated that the patient underwent a computed tomography scan approximately fifteen years post implant to evaluate the filter. Results of the scan showed that the filter was tilted and that the filter struts appear to extend past the lumen of the cava. The patient has also reported to have experienced pain and anxiety. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A cordis inferior vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as a long-term and a procedural complication associated with ivc filters, however a positive product identification has not been provided. It is unknown if the tilt contributed to the reported perforation. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Implant occurred around the year 2002. As reported, the patient around the year 2002 underwent a surgical procedure to implant an unknown inferior vena cava (ivc) filter for the treatment of blood clotting issues. The device in the patient was positively identified in a subsequent evaluation on a scan approximately fifteen years post implantation. On or about fifteen years post implantation, the patient received a scan. The scan noted that the patient¿s inferior vena cava (ivc) filter is present within the infrarenal ivc with struts that do appear to extend past the lumen of the cava. The inferior margin of the filter is tilted posteriorly. This scan confirmed that the patient¿s filter had tilted. As a result of the malfunction of the ivc filter, the patient has suffered from and will continue to suffer from permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries. The product was not returned for analysis. Additionally, as the sterile lot number was not available, the device history record (DHR) review could not be performed. The ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Please note that device reported is an unknown vena cava filter and for which the catalog and lot number is not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient around the year 2002 underwent a surgical procedure to implant an unknown filter for the treatment of blood clotting issues. The device in the patient was positively identified in a subsequent evaluation on a scan approximately fifteen years post implantation. On or about fifteen years post implantation, the patient received a scan. The scan noted that the patient¿s inferior vena cava (ivc) filter is present within the infrarenal ivc with struts that do appear to extend past the lumen of the cava. The inferior margin of the filter is tilted posteriorly. This scan confirmed that the patient¿s filter had tilted. As a result of the malfunction of the ivc filter, the patient has suffered from and will continue to suffer from permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries.